Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed a "battery error/unspecified error" and stopped after performing a few compressions." Based on the functional testing and the archive data review performed at zoll, the customer observed error during the reported event was "system error, out of service, revert to manual CPR." The root cause of the system error was that the drive train motor brake assembly air gap was too wide, out of specification, and not adjustable. The defective drive train motor needs to be replaced to address the system error, likely attributed to the defective component. Upon visual inspection, no physical damage was observed. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.011 "). The brake gap is not adjustable and continues to open out of specification (0.008" ± 0.001"). The defective drive train motor needs to be replaced to address the system error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a cardiac arrest patient, and the platform displayed a "battery error/unspecified error" and stopped after performing a few compressions. The customer does not recall the description of the displayed error message. Immediately, the crew reverted to manual CPR for the rest of the patient care. The customer tested the autopulse platform with multiple autopulse li-ion batteries, and the reported problem persisted. No consequences or impact to the patient.